Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited over-sensing noise and multiple inappropriate therapies. X-ray showed the right ventricle lead had dislodged. The device was deactivated. On (B)(6) 2022, the right ventricle lead was explanted and replaced. No patient consequences.

Event description:
New information notes that the patient was stable during and after surgery and recovered without complications.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock therapy, and oversensing. A complete lead was returned in one piece with the helix fully extended. The measured helix extension length was within specification. The reported events of oversensing and inappropriate shock therapy were confirmed. X-ray examination of the lead found the inner coil was broken/separated between the ring electrode and right ventricle (rv) shock coil. Evaluation of the lead confirmed all of the inner coil filars were fractured due to fatigue fracture. The cause of the reported events of oversensing and inappropriate shock therapy was due to the fractured inner coil.